Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low voltage and low voltage advisory alarms were observed which were confirmed by technical services. Patient was provided new batteries and new clips at his last clinic visit on (B)(6) 2020. It was suggested that the system controller be exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the investigation confirmed the reported low voltage alarms. The controller had intermittent low battery advisory alarms. The batteries depleted until the voltage threshold where the system would alarm for low battery advisory, these alarms would clear and re-occur until the batteries were exchanged. In some of events the low voltage advisory alarm condition progressed to low voltage hazard if a power exchange did not occur. Since the patient has already swapped the batteries and clips tech services recommended that they switch the controller next. These low voltage events did not affect the controller¿s ability to run the pump at the set speed. The controller was requested but was not returned for analysis. The device history records for the heartmate ii controller could not be reviewed due to the serial number of the controller being unavailable. The heartmate ii patient handbook was available for use at the time of the event. Section 3, entitled ¿powering the system¿ gives instructions on changing power sources where it discusses changing the power source one cable at a time. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.